Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia up to 300 mg/dl, with out-of-range periods lasting up to two hours, in the context of missed meal announcements and concern about a high algorithm-assigned lunch dose, after which the user elected to perform a factory reset and was educated on the learning phase and meal announcements. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer support troubleshooting and user education on proper use, including device reset and cgm reconnection prior to resuming automated dosing. Investigation of this case revealed user-related use error associated with missed meal announcements leading to inappropriate insulin delivery adaptation, with the device hardware and components not implicated. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcements and subsequent algorithm adaptation.